Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The scavenger valve was adjusted to resolve the reported issue. No report of patient involvement. Unique identifier:(B)(4).

Event description:
The hospital reported the unit was delivering high pressure. There was no report of patient involvement.